Event description:
Reporter alleged blood glucose measured 180, 145, 363, and 141 mg/dl all taken within 20 minutes of each other. It was stated all the results were found in the meter memory as well. Customer stated the first result was 363 mg/dl taken at 9:30-10:00 pm so he took 10 units of fast acting insulin however when testing within another five minute, the result was 180 md/dl. Customer reported retesting within another five minutes and glucose was 141 and then 145 mg/dl within the next five minutes. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.